Event description:
It was reported that the arthroplasty was revised due to arthrofibrosis. The tibial tray, tibial insert, and femoral component were revised. The components were implanted in situ for 0.87 y.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report. Medical records and x-rays were not provided to stryker for review. Catalog numbers and lot codes of other devices listed in this report: cat# 6479-5-110 lot# ls477 description: kx+ durat ls insert sm 10mm, cat# 6479-4-900 lot# ld568 description kx+ duration patella sm, cat# 6479-4-150 lot# l6uce description: kmx plus, fem comp, medium. It cannot be determined which, if any of these devices may have caused or contributed to the arthrofibrosis.